Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800469 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported auto endo5 automatic hem-o-lok clip applier was not firing correctly. The clips stick inside of it. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the first clip slightly out of the channel. The returned sample appears used as there is biological material present on the device. Reference file pic_anp1900061342 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip did not fire initially and the feeder appeared to be jammed. Upon completion of the load cycle, the first clip was unable to properly load and the second clip bent the rotation tab and got stuck. The third clip was pressed up against the second clip. This double feed indicates that the clips are out of position in the channel and stacking on one another. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jamming" was confirmed based upon the sample received. One device was returned. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which caused a double feed and would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported auto endo5 automatic hem-o-lok clip applier was not firing correctly. The clips stick inside of it. There was no patient injury.